Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies. Unable to verify missing segments.

Event description:
The customer stated that there were missing segments on the screen. Troubleshooting was performed. The customer was using the proper batteries. The customer stated that the insulin pump was not dropped or bumped. Nothing further was reported.